Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of over 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had issues with the buttons on the keypad as well as a damaged battery cap. The caller stated that the hospitalization was caused by not keeping up with the daily functions of the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.